Manufacturer narrative:
Manufacturers narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and it was found there was liquid coming from attachment and would not clamp smallest diameter wire. It was determined there was an unknown liquid internally, components were corroded and bearings were damaged/broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper care and immersion. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during processing, it was observed that the quick coupling for k-wires attachment device was leaking. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.